Event description:
It was reported that an alert was triggered due to high superior vena cava (svc) thresholds on the right ventricular (rv) lead. It was further reported that the rv thresholds were also high. The physician believed that the high thresholds were the result of a lead failure caused by the patient's occupation. The svc portion of the lead was programmed off, and a lead replacement was planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: d234drg ICD implanted: 2009 (B)(6). (B)(4).

Event description:
It was further reported that the rv lead was subsequently capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil and the rv (right ventricular) defibrillation coil was beyond the expected upper range. Analysis of the device memory also indicated a ead impedance out of range alert. The analyst noted: an out of tolerance sub-threshold lead impedance alert occurred on 28 april 2014.max svc defibrillation and active can impedances rise from an approximate baseline of 50 ohms the week ending 21 march 2014 to > 120 ohm the week ending 28 march 2014.